Manufacturer narrative:
E.1 Initial Reporter Facility Name: (b)(6). A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 07-FEB-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.PART ANALYSIS:The reported condition of "Drawer inoperable in both HH" was confirmed during FSE testing and subsequently confirmed during the DCHU testing and inspection process.According to work order #(b)(4), the FSE reported that Drawer 4.2 failed and powered down after powering back on drawer 4.2 popped open and customer smelled a hot smell and immediately turned power off. When inspecting the drawer, the FSE used meter and found damaged solenoid, no evidence of any smoke and burnt components. The FSE replaced solenoid and PMC boar. Later the FSE replaced drawer controller board and another PMC board, and finally it was configured. The report was closed.During DCHU Visual Inspection:PN 151622 01: Both "PCBA DWR CNTLR v1.10/v1" were received with no signs of physical damage, fluid ingress or missing components.PN 151630 01: The "PCBA PMC v1.06/v0.09BL HH" was received with a physical damaged inductor L501.PN 353578 01: The "SOLENOID 12VDC LATCH" was received with signs of thermal damage due to the discoloration caused by excessive heat to the coil cover caused by a thermal event.During DCHU Testing:PN 151622 01:SN (b)(6): Was evaluated on an ESD protected surface with a calibrated DMM and it failed during the resistance testing on component MOSFET Q601. No further testing is required.SN (b)(6): Was evaluated on an ESD protected surface with a calibrated DMM and passed the DMM testing. The "PCBA DWR CNTLR v1.10/v1" was mounted to a DCHU HTA Equipment and passed the functional testing with no intermittent behavior observed.PN 151630 01: SN (b)(6): Was evaluated on an ESD protected surface with a calibrated DMM and failed during fuse F201 testing.PN 353578 01: The testing from DCHU was not required due to the signs of thermal damage.The device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE:The root cause of the complaint of the "Drawer inoperable in both HH" was identified as:A faulty MOSFET Q601 on the "PCBA DWR CNTLR v1.10/v1" (SN (b)(6)) which led to circuit instability and ultimately compromised the drawer's functionality.A blown fuse F201 on the "PCBA PMC v1.06/v0.09BL HH, which led to circuit instability and ultimately compromised the drawer's functionality.An overheated solenoid coil on the "SOLENOID 12VDC LATCH" due to an overcurrent, which lead to the thermal damage.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES drawer had failed.The customer tried to recover but issue doesn't resolve. As per part investigation, it was determined that the root cause of the "Drawer inoperable in both HH" complaint was attributed to a faulty MOSFET Q601 on the PCBA DWR CNTLR, a blown fuse F201 on the PCBA PMC, and an overheated solenoid coil on the 12VDC latch solenoid due to an overcurrent condition, which resulted in thermal damage.However, there were no delays or adverse events or injuries reported based on this event.